Event description:
Hex head screwdriver shaft was broken during a revision hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is 72 inches in height. An event regarding a fractured screwdriver tip from a trident driver was reported. The event was not confirmed. It is not believed the failure was related to patient factors. The exact root cause could not be determined as the complaint device was not returned for evaluation. If the device becomes available the investigation will be reopened and re-evaluated.

Event description:
Hex head screwdriver shaft was broken during a revision hip.